Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device revealed no codes or resets and that bradycardia therapy remained available. Subsequently, during testing, the device entered safety mode due to power on resets. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient was dependent on pacing and the physician elected to replace this pacemaker due to being on advisory. There was close to four years of remaining longevity. The device was returned for analysis.